Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: jolivette from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included chronic cervicitis, endocervical squamous metaplasia, allergic rhinitis, urinary tract infection, lumbago and uterine bleeding. In 2013, the patient experienced migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping during medical cycle"), pain ("pain sharp shooting pain") and headache ("headaches"). In (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced menopausal symptoms ("pre menopausal") with mood altered, hot flush and feeling of body temperature change, vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/bleeding for a month or more at a time"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), benign neoplasm ("tumor/teratoma/cancer- type: benign tumor"), fatigue ("tiredness"), uterine pain ("uterine pain") and uterine cervical pain ("cervix pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the migraine, menopausal symptoms, dysmenorrhoea, benign neoplasm, fatigue, uterine pain, uterine cervical pain, pain and headache outcome was unknown. The reporter considered benign neoplasm, dysmenorrhoea, fatigue, headache, menopausal symptoms, menorrhagia, migraine, pain, pelvic pain, uterine cervical pain, uterine pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; migraines. Most recent follow-up information incorporated above includes: on 1-nov-2018: pfs received event " shooting pain" was added. Patient demographics and date of essure confirmation test was added. Surgery information added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: jolivette from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included chronic cervicitis, endocervical squamous metaplasia, allergic rhinitis, urinary tract infection, lumbago and uterine bleeding. In (B)(6) 2013, the patient had essure inserted. In (B)(6), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / cramping during medical cycle"). In (B)(6), the patient experienced menopausal symptoms ("pre menopausal") with mood altered, hot flush and feeling of body temperature change and menorrhagia ("abnormal bleeding (menorrhagia)/bleeding for a month or more at a time"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("headaches/migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), benign neoplasm ("benign tumor"), fatigue ("tiredness"), uterine pain ("uterine pain") and uterine cervical pain ("cervix pain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the migraine, menopausal symptoms, dysmenorrhoea, benign neoplasm, fatigue, uterine pain and uterine cervical pain outcome was unknown. The reporter considered benign neoplasm, dysmenorrhoea, fatigue, menopausal symptoms, menorrhagia, migraine, pelvic pain, uterine cervical pain, uterine pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs+mr received, reporter added, event added as: abnormal bleeding (vaginal, menorrhagia), pre menopausal (with moodiness, hot flashes, cold spells), dysmenorrhea(cramping), benign tumor, tiredness, uterine pain, cervix pain. She underwent a hysterectomy (partial). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("headaches/migraines"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and migraine outcome was unknown. The reporter considered migraine and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report